Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator, indicating that the therapy was disabled. The rse evaluated the device remotely. It was determined that the user performed the operational check incorrectly. Users were instructed to rerun the operational test without connecting the ECG leadwire to resolve the issue. The device was returned to full functionality after the operational test was correctly performed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was caused by user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The operational test was performed properly to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.